Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 27mm 11500a valve in the aortic position is under evaluation for a valve-in-valve procedure after an implant duration of 5 years, 4 months due to unknown reason.